Manufacturer narrative:
Device evaluation summary: the device was received with display damage due to impact. The customer reported issue was confirmed. The unit will be scrapped. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet pump had a cracked touchscreen of unknown origin, rendering the screen unusable and causing trouble using the device; the device component involved was the touchscreen and the problem was a fracture. Customer care provided support that included communication with the user for device replacement logistics. Investigation of this case revealed a stress-related hardware failure consistent with a cracked touchscreen, with the issue traced to user-related cause based on available information. No clinical signs, symptoms, or injury reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user-related factors.